Event description:
Adverse event(s): "surgery aborted" (no code available). Product problem(s): "system message displayed" (device displays error message). An operating room supervisor reported receiving a system message during a vitrectomy. The system was rebooted several times but the message would not clear. The surgeon aborted the case. Add'l info was requested. Add'l info was received: the supervisor reported they were halfway through a vitrectomy when the system message appeared. Technical services was called but the problem was unable to be resolved over the phone. The system was rebooted several times but the system message would not clear so, the surgeon aborted the case. The case to follow was also cancelled. A repeat vitrectomy has been scheduled for the patient.

Manufacturer narrative:
A company service rep examined the system. The pressure regulator was replaced and preventive maintenance was performed. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4).